Event description:
Wheelchair experienced a catostrophic failure; the post that holds the seating system to the chassis broke loose without warning and dumped pt face first against the wall. He was saved from serious injury because his aide was present and was able to transfer him to the floor. Pt sustained bruises and scrapes, and a twisted neck and shoulder. This is the second time that this exact same problem has occurred. The first time, seven months ago pt also was thrown forward and injured. The chair was repaired within three days by the providing dealer after rptr applied considerable legal pressure. The first time the dealer repaired the chair with parts supplied to him by the MFR. The providing dealer is no longer in business. Rptr has been in contact with permobil numerous times attempting to get this issue addressed. At first rptr was hopeful that a quick resolution was possible as rptr was assured that permobil wanted the chair back at its facility to determine what had occurred and would immediately provide a loaner chair while pt's was evaluated and replaced. The contact at permobil seems to have a problem getting his area dealers to respond and as of now the local area rep of the MFR has not responded to him or rptr. Rptr has asked that the co address this issue with a plan for remediation by close of business today. Rptr's concern is that there may be a systemic problem with this model of chair which may injure others who will not be as relatively lucky as pt and probably not as vocal. Rptr can only wonder what would have happened if either of these failures had occurred while he was crossing a street, entering an elevator, etc. Pt uses his chair in all phases of his life, it is his legs and means of transportation allowing him to have a job. Right now he has no viable alternative means to get around and the MFR doesn't seem able to get the problem addressed.